Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400+ mg/dl. The customer changed the infusion set and treated with the pump. The customer mentioned shorter cannulas and no delivery alarms from the pump. The customer reported the alarm did not occur during manual prime. The customer will be sent replacement sets.